Event description:
It was reported to baxter UK that a colleague infusion pump was being used to administer an IV when it shut down and went completely blank. The pump would not restart, and the only to get the screen to come back on was to open the manual tube release. When the pump was opened it showed error code 401:317:948:0000 and would not switch off. The patient was unharmed and the IV was restarted with another pump. It is unknown when or in which care area this event occurred. There was a patient involved, but no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This involved a colleague infusion pump with a user interface module master software version 8.11.00.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump that had an unintended shut down was confirmed during evaluation. The cause of the reported condition was determined to be defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This information was inadvertently omitted in the initial medwatch. A service history review revealed that this device has not been serviced prior to this event.